Event description:
Event description cpi received information that a transvenous defibrillation lead (model 0072, serial number 003493) and a bipolar atrial lead (model 0015, serial number 200147) were explanted because of dislodgement. Pacing lead thresholds and impedances were found to be unacceptable. The implantable cardioverter defibrillator (ICD), cpi ventak av (model 1810, serial number 500001) was also explanted. This ICD is not market released in the united states.